Event description:
Report received from (B)(6) stating "sleeves were very soft and they tuck in and corrugate compared to the previous sleeves. They could not enter inside the eye by the cornea. There was no patient injury."

Manufacturer narrative:
Additional information has been requested yet not received. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This report is related to the event reported on MDR 1920664-2013-00332, 333, 335, 336, 337, 338, 339, 340, 341.